Manufacturer narrative:
It was reported that the gem premier chemstat analyzer, serial number (B)(6) showed significantly elevated creatinine results inconsistent with patient condition or laboratory results. Investigation of the creatinine sensor indicated that performance was within specifications on the gem premier chemstat pak (s/n (B)(6)) installed on 4/2/25. Review of the elevated creatinine samples reported by the customer indicated that creatinine results jumped to excessive high levels and the subsequent samples were also elevated. Suspected interferent substance compromised interference, rejecting function of the creatinine sensor. An analysis was performed of sample reports tested on this pak between 4/2/25-4/3/25 comparing to the lab creatinine results provided. Among 37 samples with lab results, the majority of the chemstat results agreed with the lab results except for two samples with suspected impact by potential interferences. The manufacturing records were reviewed for the gem premier chemstat pak (serial #: (B)(6)), which demonstrated that the cartridge was found to pass all manufacturing and qa specifications. A review of the complaint database reveals there is no trend excursion pertaining to the reported failure mode. It was stated that there was no reported patient impact in this case.

Event description:
Doctor in the ed noted the following on the gem premier chemstat analyzer, serial number (B)(6): on (B)(6) 2025, two patients showed exceedingly high creatinine results, which seemed inconsistent with the blood samples sent to the laboratory (as well as patient presentation).

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon completion of the investigation.